Event description:
It was reported that on (B)(6) 2026, the patient experienced elevated blood glucose levels after approximately 36-48 hours of pod wear on the abdomen. Blood glucose was reported to have increased to above 573 mg/dl. The patient subsequently developed symptoms including vomiting and lethargy, prompting her to seek medical attention. The patient¿s mother administered a 6-unit manual insulin injection prior to transporting the patient to the emergency room, where she was subsequently admitted with a diagnosis of diabetic ketoacidosis. Treatment during hospitalization consisted of intravenous insulin, fluids, and potassium. The patient remained hospitalized for approximately one day and was discharged on (B)(6) 2026. The occurrence of a controller hazard alarm and several automated delivery restriction alerts, along with a switch to manual mode, was reported on the date of the event. It was identified that the patient was using a non-approved insulin in the pod (lispro), which is not recommended by the manufacturer and is considered off-label use.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.